Event description:
Customer reported unit was not displaying main menu. Customer reported there was pt involvement, but no adverse pt outcome. The unit was being used for monitoring purposes only. Service rep was unable to duplicate reported condition. Proper operation of the device was confirmed.